Event description:
It was reported that the stent became stuck in the delivery system and did not fully deploy. Reportedly, the user had no difficulties advancing the delivery system to the target lesion. When the user tried to remove the delivery system, part of the stent remained in the sheath and a part of the stent remained in the patient. An arteriotomy was performed to remove the retained stent. The patient was discharged and is doing well.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway. This event is being reported because the device is the same or similar to one marketed in the united states PMA # (B)(4). The stent remains implanted. The investigation is currently underway.